Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had high blood glucose (bg) levels (over 600 mg/dl) with a moderate level of ketones. The bg level was addressed with a correction via the pump and insulin injections. The pump supplies and infusion set site were changed multiple times. The customer stated that hormones, growth spurt and being less active may have contributed to the high bg; however, was not sure if this was the only cause. A pump system check was performed using the current supplies and no device issues were identified. An incomplete bolus alert was found in the pump history and the customer stated that the alert was valid as the bolus was inadvertently forgotten to be delivered and had been delivered after an hour and was also a contributor to the high bg. Tandem technical support advised the contact to discuss the high bg event with a healthcare provider.